Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was reproduced while running a loaded set and confirmed during a review of the device event history log. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded (low reading). The downstream pressure plate gap was also found out of specification. The downstream sensor and the downstream tubing guide were replaced. Additional information: used in place of previously used, (low fluid numbers).